Event description:
During hip fracture repair, the stainless steel screw tip of yankauer suction was noted to be missing; search for the tip prior to surgery completion was unsuccessful; post-operative film showed the tip in the femur shaft; no adverse outcome to date.